Event description:
It was reported that the device main side (patient circulation) would not heat. No patient involvement. (B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted when additional info becomes available.